Event description:
Unomedical reference number (B)(4). Event occurred in new zealand. On (B)(6) 2024, it was reported by the patient's mother that her daughter faced an insulin flow block alarm due to which she experienced high blood glucose level. Therefore, on (B)(6) 2024 at 8:24 pm, she was hospitalized due to diabetic ketoacidosis. Her blood glucose level at the time of incident was 26.1 mmol/l and ketones were high (6.7 mmol/l). Further, she had difficulty in breathing. At the time of this report, the patient was in hospital for 3 days. No further information was available.